Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited loss of capture and was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.